Event description:
Facility reported that the sling was placed under the resident. When the resident was lifted from the bed, the sling came off between the resident's leg and the resident fell to the floor. The resident sustained a swollen area at the top of her head, and had a red area around the middle of her back. She was taken to the ER. No further description of the injuries or treatment was provided.